Event description:
During a benign prostatic hyperplasia (bph) procedure, the fiber was reported to begin ¿fiber off the end" at 49,946j and 8:33 minutes of use. The fiber tip was cleaned during the procedure. A second fiber was utilized to complete the procedure without clinical consequences to the patient.

Manufacturer narrative:
Analysis of the device revealed that the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge. The fiber proximal to fracture can rotate independently of outer flow tubing. The glass cap exhibits severe devitrification at output window. The metal cap exhibits mild detritus adhesion on surface. The outer flow tubing open end exhibits minor scratch marks. Based on device analysis, the potential for forward firing may exist. The probable cause of the failure is heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber. An evaluation conclusion code of operational context was assigned to this investigation.